Manufacturer narrative:
A detailed product analysis and functional testing was performed and it was found that the device met the specifications. The allegation of "no image" was not confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device inspection that the loaner video telescope did not output an image. There was no patient involvement.